Event description:
The home patient (hp) contacted baxter's technical service center regarding a system error 2267 alarm which occurred on the homechoice during use during dwell 1. The hp would start over with new supplies or use manuals to complete therapy. Baxter product surveillance contacted the home patient on (B)(6) 2011. She stated that she started over with new supplies that night, and therapy completed successfully. She did not notice anything unusual about her supplies, but she did see air in the lines. There were no samples available and she did not know the lot number. She stated that she had contacted her nurse about the event. The patient stated that she had been completing therapy with manual supplies and that she was going to be trained on a "new machine" tomorrow. There was patient involvement but no patient injury or medical intervention indicated at the time of the initial report.

Manufacturer narrative:
(B)(4). Per the customer the sample was discarded and the lot number was unknown, therefore no evaluation or batch review could be performed. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received.

Manufacturer narrative:
(B)(4). This complaint for a report of a system error 2267 was not confirmed. The root cause could not be determined. A follow-up MDR will be submitted if any additional information is received. Baxter will continue to monitor similar reports to determine if further actions are required.